Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate and static and an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 141mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Load fill estimate - minimum fill notification was not verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.